Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm monopolar curved scissors (mcs) instrument's tip was bent and could not be removed from the port. The customer removed the instrument with the cannula simultaneously from universal surgical manipulator (usm)3 but they stated that the cannula could not be removed from the instrument. Technical support engineer (tse) advised the customer to take a picture of the issue and straighten its tip and handle it as return. They will do what the tse said. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube extension at the distal tip. One piece measuring approximately 4mm x 3mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the tube extension. The probable root cause of a broken tube extension is attributed to damage during use, which may result from inadvertent collisions with other instruments, instruments driven outside the field of view, or using the mcs instrument to retract anatomy. The mcs instrument has an over molded design at the tube extension location, which can allow cleaning chemicals to seep into the main tube/extension tube interface that enable prolonged chemical exposure and hence accelerate material degradation. Adequate rinsing during the cleaning process is critical to ensure all chemicals have been removed from this over molded area. Applying excessive force on the mcs instrument tips during handling, insertion, usage (overloading), or removal can cause breakage. This issue can be resolved by using an alternate instrument to complete the procedure.